Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The investigation determined a conclusive cause for the reported difficulties could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The xience prox is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that during a coronary stenting procedure, the xience pro stent was implanted; however, the stent delivery system catheter could not be immediately removed, as the catheter did not properly release from the stent struts. Attempts were made to remove the stent delivery system; however, the catheter remained stuck in the vessel. A clinically significant delay was reported. No additional information was provided.